Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: examination of the returned device found the locking feature to be stripped. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. The complaint sample consisted of (1) 217863199 mbt rev primary conical reamer. The mbt rev primary conical reamer was reported for unknown reason. Three follow-ups were conducted with the complainant to obtain event additional information. Please verify what is the alleged deficiency of the reported instrument? No additional event information was received. Examination of the submitted instrument revealed areas of wear and deformation on the corners of the flats. The damage to the instrument is consistent with the reamers stripping at the connection point between the reamer and the fitted adaptor after being subjected to hard cortical bone and heavy usage. The root cause is attributed to device wear from normal use and servicing. Based on this investigation's determination of device wear from normal use and servicing, no corrective action is being pursued. Complaint trends will be monitored by post market surveillance through sep-(B)(4). Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis.

Event description:
The instrument was reported for unknown reason. Office set, did not affect surgery or patient. Examination of the returned product by the product analyst determined that the locking feature appeared to be stripped, preventing proper functionality.